Event description:
The device is a CPAP machine providing me with continuous positive air pressure while I am asleep. I wear a full facemask with this machine, covering both my mouth and nose with a right seal to prevent any leakage or air loss and keep the positive airway pressure functioning. During the night, we lost electric power in our house because of a storm, and the machine stopped working. The machine was now substantially preventing me from being able to breathe fu. Much air at all, as l was now "sucking air" through the tiny vent holes in the mask, as no air was any longer coming from the machine. L finally woke up enough to realize I was no longer getting sufficient air from my machine that was no longer operating, and I took off my mask so that I could breathe again. I use CPAP every night for my sleep apnea, with my positive pressure set at "12". In my sleep study many years ago. My ) o2 dropped into the 70's at times while I was asleep. I use a full facemask that cover both my nose and mouth. The facemask has small holes to exhausted, but its intent to the maintain positive pressure while in use. During the night on (B)(6) 2024, we lost power at our house from a wind storm while I was asleep. I found myself half awaked / half asleep, pretty much gasping for air because I still had the full facemask on and the machine had shut down and was no longer pumping me any air. My lungs were now trying to suck whatever air it could from out of the small exhaust holes in the mask. My recommendation is that this device should have an audible alarm that wilt go off if the device loses power and stops working while it is in use, and its user is, by definition asleep and will not be aware that the device helping him breathe has stopped working while in use. I have no idea how low my pa02 may have gone before I woke up enough. To realize I was in distress and took off the mask so that 1 could breathe again.